Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had lose signal whenever the scope gets touched. The issue was found during set up of cystoscopy diagnostic procedure. It was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3,h4,h6,h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunctions were identified during the device evaluation: burnt lamps a & b a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.